Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There was no obvious damage to the conductor wire(s). The instrument was re-evaluated by advanced failure analysis (afa) where, the initial findings were confirmed. The instrument failed initial continuity testing to one of the grips. Upon disassembling and visual inspection, the instrument was found to have a broken conductor wire at the proximal end near the main tube and roll gear junction. The wire break happened around 3.41 in from the conductor wire proximal pin connection. There were no signs of thermal damage. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci assisted surgical procedure, the 8mm maryland bipolar forceps instrument would not cauterize. The procedure was completing as planned with no reported injury.